Event description:
Pt was having port-a-cath replaced at another facility when it was noted that a fragment of the old catheter was in the heart. Pt was transferred to this facility for percutaneous removal of intravascular foreign body in the right atrium via the right common femoral vein with ultrasound guidance. 12cm catheter dislodged and removed from the right atrium using an amplatz snare device and a tip-deflecting wire.